Event description:
It is reported that the device was implanted in 2007 and explanted on approx six months later, due to the pt experiencing pain.

Manufacturer narrative:
Eval summary: pt pain after hip surgery may be caused by a variety of complications including (but not limited to) surgical procedure, component loosening (both acetabular and femoral), and/or component placement and alignment. No products or x-rays have been returned. The probable cause for this incident can not be determined at this time. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.